Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error 37 alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 458 mg/dl. Customer stated that the reservoir was leaking. The insulin pump received a pump error alarm. The customer was able to clear the alarm and unable to rewind the insulin pump. The customer had tried a few times, and each time it tried to rewind, it was showing a pump error. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.